Manufacturer narrative:
The t:flex pump user guide indicates that only humalog and novolog have been tested by tandem diabetes and found to be compatible for use in the t:flex system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl. Insulin injection was administered to address bg. Infusion set and cartridge were changed. A pump system check was performed; no device issues were identified. Customer did not know cause of event. Customer used u-500 insulin in the cartridge. Tandem technical support (cts) informed customer that u-500 was not labeled for use with the cartridge. Although multiple attempts were made by cts to contact the customer to confirm bg lowered, customer did not reply.